Event description:
The customer reported that the insulin pump alarmed motor error several times during basal. Troubleshooting was performed. The device was not exposed to an MRI. Assisted the customer to run the displacement and self test and they passed. Advised the customer to discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the basic occlusion test as a result of a loose motor support disk.